Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 559 mg/dl and 568 mg/dl. The customer treated with manual injection. The customer stated that he was using the insulin pump to calculate the amount of insulin he needed to give through manual shots. The customer stated he was having issues with connecting the sensor. The customer received a meter bg now alert. The customer was instructed to calibrate when blood glucose level is below 400 mg/dl. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.